Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced seroma, adhesions, recurrence, pneumonia, ulceration, abdominal pain, respiratory distress, hematoma, blood clots, scar tissue, purulent material, wound dehiscence, fistula, mesh eroded into small bowel, infection, free air and fluid in abdomen, and pain. Post-operative patient treatment included wound vac placement, lysis of adhesions, recurrence repair, irrigation, debridement, small bowel resection, evacuation of seroma, takedown of small bowel fistula, removal of excess soft tissue with fistula tract, hernia repair, and removal of mesh and transfer to ICU.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced seroma, adhesions, recurrence and pain. Post-operative patient treatment included vac placement, lysis of adhesions, irrigation, debridement, small bowel resection, evacuation and removal of mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced inflammation, obstruction, malnourishment, anxiety, depression, can no longer eat fatty or acidic foods, seroma, adhesions, recurrence, pneumonia, ulceration, abdominal pain, respiratory distress, hematoma, blood clots, scar tissue, purulent material, wound dehiscence, fistula, mesh eroded into small bowel, infection, free air and fluid in abdomen, and pain. Post-operative patient treatment included medication, excisional debridement w/ re-closure of wound, CT scan, wound vac placement, lysis of adhesions, recurrence repair, irrigation, debridement, small bowel resection, evacuation of seroma, takedown of small bowel fistula, removal of excess soft tissue with fistula tract, hernia repair with new mesh, and removal of mesh and transfer to ICU.

Manufacturer narrative:
Additional info: b5, b6, b7, h6 (patient codes), (&) additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced inflammation, obstruction, malnourishment, anxiety, depression, can no longer eat fatty or acidic foods, seroma, adhesions, recurrence, pneumonia, ulceration, abdominal pain, respiratory distress, hematoma, blood clots, scar tissue, purulent material, wound dehiscence, fistula, mesh eroded into small bowel, infection, free air and fluid in abdomen, pain, elevated white blood count, edematous tissue, bowel perforation, cellulitis, (&) chronic open wound with dark drainage. Post-operative patient treatment included medication, excisional debridement w/ re-closure of wound, CT scan, wound vac placement, lysis of adhesions, recurrence repair, irrigation, debridement, small bowel resection, evacuation of seroma, takedown of small bowel fistula, removal of excess soft tissue with fistula tract, hernia repair with new mesh, removal of mesh, hospitalization, transfer to ICU, partial removal of mesh, IV antibiotics, (&) use of blake drain.

Manufacturer narrative:
Additional info: h6 ime e2402: elevated white blood count medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced seroma, adhesions, recurrence and pain. Post-operative patient treatment included wound vac placement, lysis of adhesions, recurrence repair, irrigation, debridement, small bowel resection, evacuation of seroma and removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced seroma, adhesions, recurrence and pain. Post-operative patient treatment included vac placement, lysis of adhesions, irrigation, debridement, small bowel resection, evacuation and removal of mesh.